Event description:
The customer reported that the insulin pump alarmed and the insulin was squirting out during manual prime. The blood glucose reading at the time of the call was 273mg. The customer treated her glucose level with a manual injection. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of corroded electronic and motor home switch. Further testing was not performed due to the blank display.